Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime/delivery test due to faulty force sensor resistor (gold). Unable to perform occlusion test, dat test and excessive no delivery test due to prime anomaly. Pump received with black shadow on the display due to warped/uneven pcb on the lcd board.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 due to a high blood glucose of 600 mg/dl. Blood glucose at the time of the call was 228 mg/dl. Customer experienced symptoms related to high blood glucose such as nausea, vomiting, and diabetic ketoacidosis. The customer was wearing the insulin pump at the time of admission. Customer states that the insulin pump was not delivering insulin. Troubleshooting for high blood glucose was/was not performed. The insulin pump will be returned for analysis.